Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer did not report any patient involvement, it is currently unknown.

Manufacturer narrative:
Results of investigation: the customer reported attempting repair by replacing the gas delivery engine (gde) and the issue was believed to be resolved but reoccurred immediately. A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr visually inspected the replaced gde and determined that the gde was not installed properly, as tubes were pinched and connected to incorrect locations. Pressure tubes were found to be disconnected on the enhanced patient monitoring board and the user interface module had dirt stuck to it. The installation issues were corrected, then the operational verification procedures were performed, and the device passed all testing to manufacturer specifications.